Event description:
Healthcare professional reported "rupture/ deflation". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Clarification d.6a: partial date of implant: 2010. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event deflation was received on august 21, 2025 with lot number 1720797. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture/ deflation". This record is for the left side. Device was explanted and replaced.